Manufacturer narrative:
(B)(6). The device was not received for evaluation, however two pictures were received and visually inspected. The visual inspection confirmed the leak, but the location and the cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during treatment with a gambro cartridge set, an external blood leakage was observed from the venous chamber. The volume of the blood loss was unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.